Manufacturer narrative:
A remote service engineer (rse) ordered and shipped a replacement speaker to the customer site. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. Section e reporting institution: phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a speaker failure alarm. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported. A good faith effort (gfe) was performed to clarify if the speaker produced sound, but no additional details were provided.